Event description:
The manufacturer received information alleging a trilogy ev300 ventilator is malfunctioning due to a system error. There was no harm or injury reported. There was no reported patient involvement. During evaluation of the device by a manufacturer field service engineer, an oxygen blending module (obm) malfunction was confirmed. The service engineer states that the device has a problem with the oxygen input and the obm valve was replaced to address the issue. All necessary checks have been carried out. No further investigation is required.